Manufacturer narrative:
Terumo has obtained the actual device for eval and performance test confirmed the leak. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a leak on the side of the chamber of the mp4. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.